Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-70465, which captured the suspect device.

Event description:
It was reported that there was a "communication error" and infusions that stopped during patient use. There were 4 lvps attached to the pcu at the time of the event. Channel "a" s/n (B)(6) was infusing fentanyl (2500mcg/250ml) at it's ordered rate of 2.5ml/hr with an ordered dose of 25mcg/hr and total volume to be infused (vtbi) of 250ml. Channel "b" s/n (B)(6) was infusing norepinephrine (16mg/250ml) at it's ordered rate of 21ml/hr with an ordered dose of 0.35 mcg/kg/min and a vtbi of 250ml. Channel "c" s/n (B)(6) was infusing propofol (500mg/50ml or 1000mcg/ml) at it's ordered rate of 7.68ml/hr with an ordered dose of 20mcg/kg/min and vtbi of 50ml. Channel "d" s/n (B)(6) was infusing thiamine at an ordered rate of 41.7ml/hr with a vtbi of 800ml. Channel "d" was programmed as a basic infusion. There was no report of patient harm. Although there was a delay in treatment while a new pump set up was initiated; confirmation was received that the delay did not significantly impact the patient's care. As a result of the incident, no medical or surgical intervention was required. Although requested, no additional patient information has been provided.

Manufacturer narrative:
The customer¿s experience of a communication error that stopped the infusions and the pumps shutting down was partially confirmed. A software error did occur with ¿communication error¿ scrolling on the attached modules; however, the devices do not shut down and instead continue to infuse. Log analysis results: the pcu event log shows the system error was triggered when the user started the infusion immediately following a flo stop open event at 7:59 pm on (B)(6) 2020. The pcu error log shows a pcu15 general os failure (error code 800.8000.0) occurred at 10:58 pm on (B)(6) 2020 when the infusion completed and was to transition to the kvo rate. The root cause of the customer¿s experience of a communication error that stopped the infusions and the pumps shutting down was identified as due to a software issue. Although requested, no patient demographics were provided. No device received-log review only.

Event description:
It was reported that there was a "communication error" and infusions that stopped during patient use. There were 4 lvps attached to the pcu at the time of the event. Channel "a" (s/n (B)(4)) was infusing fentanyl (2500mcg/250ml) at it's ordered rate of 2.5ml/hr with an ordered dose of 25mcg/hr and total volume to be infused (vtbi) of 250ml. Channel "b" (s/n (B)(4)) was infusing norepinephrine (16mg/250ml) at it's ordered rate of 21ml/hr with an ordered dose of 0.35 mcg/kg/min and a vtbi of 250ml. Channel "c" (s/n (B)(4)) was infusing propofol (500mg/50ml or 1000mcg/ml) at it's ordered rate of 7.68ml/hr with an ordered dose of 20mcg/kg/min and vtbi of 50ml. Channel "d" (s/n (B)(4)) was infusing thiamine at an ordered rate of 41.7ml/hr with a vtbi of 800ml. Channel "d" was programmed as a basic infusion. There was no report of patient harm. Although there was a delay in treatment while a new pump set up was initiated; confirmation was received that the delay did not significantly impact the patient's care. As a result of the incident, no medical or surgical intervention was required. Although requested, no additional patient information has been provided.